Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported forgetting to announce both lunch and dinner, with blood glucose (bg) at 311 mg/dl and out of range for about an hour. The agent confirmed the pump would deliver corrective insulin doses to bring bg back into range, though more slowly than with meal announcements. Follow-up calls on 26-aug, 27-aug, and 28-aug-2025 were unsuccessful, and the case was closed. The user's highest blood glucose (bg) recorded was 311 mg/dl. Bg was corrected with corrective insulin doses from the pump. No symptoms, medical intervention and outside assistance were reported during the event and at the time of call.